Event description:
The doctor claims that after the graft was implanted and the clamps opened, it leaked blood through its entire surface. The pt lost approximately 1.5 liters of blood before the leakage was stopped. In 7/2002, co learned the following: the loss of blood was more than one liter. The pt is doing fine and appeared to have no negative effects from the event.